Event description:
It was reported that during a guide wire exchange of a dialysis catheter, the guide wire separated and a 9 cm portion remained in the pt. The retained portion was removed under fluoroscopy without any pt complications.